Event description:
It was reported that the right ventricular (rv) lead was attempted but not used due to low impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report was submitted on (B)(4) 2014 @ 17:14:58 central time. However, the report was submitted during an outage and it was later discovered that proper acknowledgements were not received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the full lead was returned and analyzed. No anomalies were found. Product ID 694965 implantable tachy lead, implanted: 2006 (B)(6); product ID 7232cx implantable cardioverter defibrillator, implanted: 2006 (B)(6). (B)(4).